Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up for a normal device check. Upon interrogation it was discovered that there was total loss of sensing and capture on all leads. X-ray diagnostic revealed that all leads had been dislodged, with twiddler's syndrome as a suspected cause. The patient was sent to the operating room and all leads were explanted and new leads were implanted. The patient tolerated the procedure well and will be followed normally.